Event description:
It was reported by a customer that the respiratory therapist noticed that the tracheostomy tube cuff would not stay inflated. There was no reported patient injury.

Manufacturer narrative:
The product has been returned and an investigation is in process. (B)(4).